Event description:
It was reported that during a first diagonal stenting procedure, the non-abbott balloon and stent delivery systems would not advance on the wire. All devices were removed and it was noticed that on a part of the wire, the polymer was peeling back. There was no indication that any of the polymer detached from the device. Another whisper wire was used to complete the procedure. There was no adverse patient sequela reported and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned guide wire noted no blood visible and there was contrast on the polymer. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for evaluation. There were two bends in the tip, 3 mm and 1 cm proximal to the tip ball. This damage was not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis. The balloon catheter and stent delivery system (sds) used during the procedure were not returned. The polymer coating was torn, 5.9 centimeters (cm) proximal to the tip ball. The distal portion of the torn polymer was pulled over itself for a length of 2.4 cm. Polymer damage can occur due to, but is not limited to, manufacturing, interaction with patient anatomy, and/or other device. It is possible that the guide wire interacted with the lesion and/or interacted at an angle with the guiding catheter which could have contributed to the polymer coating to be torn. Due to the stretched and jagged nature of the coating it appears that maybe it became caught on something and force was applied in order to separate it, which could have occurred during or after the procedure while handling. The noted torn polymer appears to be related to product handling during the procedure as no damage was reported during inspection prior to use. Resistance between devices can occur due to numerous factors including, but are not limited to, interaction with other devices, insertion/removal/preparation technique, lesion morphology, patient anatomy/disease state, the condition of the catheter being used, and/or condition of wire coating. Coagulation of blood or contrast in the lumen of the catheter or on the wire can be a factor in reducing clearance. In this case, the reported resistance appears to be related to the noted torn polymer. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The reported resistance and noted torn polymer appears to be related to operational context of the procedure. A conclusive cause could not be determined for the reported peeled polymer. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A search of the lot history record indicated no non-conforming material reports for the lot and a search of the complaint database indicate no related incidents. In summary, based on this evaluation, there is no indication of a product quality deficiency.